Event description:
It was reported via bd ms&s that caller asking if the powerglide midline has a valve that will release air before infusing into the vein. Caller states she had a powerglide midline placed and the home health nurse told her there is a valve on the device that release air prior to it infusing into the body. Caller states the nurse did not prime the extension set prior to connecting it to the midline. Then the nurse infused the air into midline. Caller states she now has a blood clot in her arm. She states she went to the ER and later developed a second clot in the opposite arm. She states she called the company and they told her it was fine and they would come see her in four days. Caller does not have a product code or lot number for the powerglide device. Bd ms&s explained that the powerglide midline products do not have a valve that prevents air from entering if the extension set is not primed with saline. Extension sets should be primed with sterile normal saline prior to connection to a midline. Suggested she try to find a product code or reference number for the powerglide product. Additional information received from patient (B)(6) 2024: "it¿s incorrect that a nurse injected air leading to a clot. I called to inquire if the information nurse told me about a valve releasing air in the main connector prior to incision area is true because I was then calling the nurse company supervisor to report that she does not prime extensions when changing bandages and connectors with any patients etc. I just wanted to get answer from manufacturer if true or not about air release valve because the home nurse was insisting she could safely attach an extension and then flush saline through new extension after already attached to hub on arm. I stopped her and insisted that she use a new extension and prime with saline before attaching it to me, which she did, but I still wanted to report this behavior, and also nurses ignoring my arm pain complaints to their nurse supervisor. The blot clots with my midlines were separate and the reason is unknown. I have had 4 PICC lines placed and used without any complications for 4 to 8 weeks each back in 2019 and 2020, so the midline complications were unexpected. I am physically active and strong but have a chronic medical condition, complex, with common variable immunodeficiency dx¿ed 2010, ulcerative colitis dx¿ed 2015, undifferentiated connective issue disease dx¿ed 2007. I am prone to infection and have chronic low-grade inflammations. The powerglide in right arm cephalic vein was placed inpatient at a hospital before discharge april 3. And removed in the emergency room may 3 after ultrasound confirmed a large clot up near my upper arm/shoulder area, after using it for 10 days incurring pain and discomfort the entire duration and not realizing it was a complication until the pain got intense and it was leaking at insertion site. The ER had vascular team plan a new midline in my left arm basilic vein may 3 and they used the soft cannula type tubing as same would be used for PICC, and this line formed a clot and was in pain and leaking from insertion site in 24 to 36 hours, confirmed by ultrasound removed may 5. Both clots are in superficial veins but the left arm clot in basilic vein sits at the junction of a deep vein so I am being treated with eliquis due to risk of this clot traveling into the deep vein to form pulmonary embolism. Both arms are in pain and still difficult to raise arms after a week, and I expect to be on blood thinners for 1 to 3 months until left arm risky clot dissolves. ER removed the devices and threw away." It was reported this occurred with two devices. This report addresses the device removed (B)(6).

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.